Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 5 volt power supply was adjusted, the generator battery replaced, and the boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system locked up with a control panel error. No pt injury was reported.